Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked. The battery cap was unable to fully tighten due to battery compartment crack. Evaluation also revealed that the display was faded, discolored and difficult to read. The faded display was replaced with a test display. The test screen was found to be fully functional and fully illuminated with no visible signs of fading or discoloration.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen and a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.